Event description:
It was reported that after starting the ilet, the user employed meal announcements to correct elevated blood glucose and subsequently performed a factory reset with support; the system was paired to a dexcom g7 and the user interface and setup were reviewed, including tubing fill confirmation and entry of weight to begin automated operation. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.